Event description:
It was reported that the iab was inserted without difficulty. Upon connection to pump helium loss alarms were expereienced . Iab was exchanged. Upon removal, a leak was noted at transition of balloon membrane and catheter. There were no rpeorted pt complications see 1219856-2006-190 for next event involving same pt.